Event description:
Same case as MDR ID # 2134265-2013-03945 and 2134265-2013-03947. It was reported that during a percutaneous coronary intervention (pci), the motor drive unit (mdu) of a galaxy 2 sys 100v was unable to perform pullback and a system internal error message was displayed. The procedure was completed with a different device. No patient's complications reported and patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).